Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4)

Event description:
Information received by medtronic indicated that the insulin pump had a short battery life. The customer stated the battery does not last over 24 hours. Customer was unable to troubleshoot at the time of the call. No harm requiring medical intervention was reported. The insulin pump will bereturned for analysis.